Event description:
It was reported that the patient experienced syncope. The implantable cardioverter defibrillator (ICD) was checked and it was found that there as intermittent right ventricular (rv) lead oversensing post ventricular pace (vp). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitoring network report displayed optivol event invalid data. It was further reported that the patient was hospitalized due to syncope and a head injury. Six days into the hospitalization, the patient had an electroencephalogram (eeg) that diagnosed the patient with severe encephalopathy. The next day, the patient coded and was in pulseless electrical activity that converted into ventricular fibrillation (vf). External shocks, amiodarone, and epinephrine were given to the patient during the resuscitation efforts. Ultimately, the patient passed away.